Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd q-syte luer access split septum leaked. The following information was provided by the initial reporter: "patient requiring needle-free safety adapter change, due to continuous leakage".

Event description:
It was reported that bd q-syte luer access split septum leaked. The following information was provided by the initial reporter: "patient requiring needle-free safety adapter change, due to continuous leakage"

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the MDR is a duplicate of 9610847-2021-00640 this supplemental is to cancel h3 other text : see h10.